Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted on (B)(6) 2020. The patient stated that the sensor was applied over a layer of barrier spray and fluticasone propionate and she had a full systemic reaction, which became infected after she removed the patch after about 2 days of wear. The systemic rash traveled across most of her abdomen, chest, and back, and was itchy and painful. She had a fever of 39.8 degrees c. She visited her general practitioner (gp), who diagnosed an allergic reaction to the sensor, and was prescribed antibiotics to take for one week. The symptoms lasted for about a week. Based on the advice of her physician she has stopped use of the dexcom cgm. At the time of contact, the patient was doing okay. Photographs of the skin reaction were provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.